Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a valvira (finland) user report which contained the following information: a customer reported that they used the libre link mobile application to obtain a reading on the adc freestyle libre sensor. After eating an evening snack the application sensor scan showed 'hi' (reading greater than 500 mg/dl) and patient injected 8 units of fiasp insulin. The customer reported that this caused hypoglycemia with a loss of consciousness. There are no comparisons available, as the customer did not perform a finger-stick blood glucose test. The customer further reported that the sensor then gave an error message and "stopped working". No further details were provided and contact with the customer cannot be made as customer's contact details are unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field.    Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint.    A tripped trend review was completed for fs libre sensors. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips.  If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received notice of a valvira (finland) user report which contained the following information: a customer reported that they used the libre link mobile application to obtain a reading on the adc freestyle libre sensor. After eating an evening snack the application sensor scan showed 'hi' (reading greater than 500 mg/dl) and patient injected 8 units of fiasp insulin. The customer reported that this caused hypoglycemia with a loss of consciousness. There are no comparisons available, as the customer did not perform a finger-stick blood glucose test. The customer further reported that the sensor then gave an error message and "stopped working". No further details were provided and contact with the customer cannot be made as customer's contact details are unknown. There was no report of death or permanent injury associated with this event.